Event description:
The device (part #cev10195r) was returned to mxi service and repair. The surgeon had burned his thumb during coagulation.

Manufacturer narrative:
The device (part #cev10195r) was evaluated and indicated that the incident was likely caused by the use of a non-medtronic cable. (B)(6). Note: this MDR is being file d as a result of an internal review of complaints from medtronic's facility in (B)(4). This review was conducted to resolve several issues discovered in the (B)(4) complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) CAPA (B)(4) was opened to address these issues. (B)(4).